Event description:
Reportedly, the thumbwheel deployed stent about 70% then jammed. After manipulation physician heard a pop, then the thumbwheel spun freely but did not finish deploying the stent. After manipulating the catheter, it deployed itself. Catheter was retrieved.

Manufacturer narrative:
Device not returned.